Event description:
The pump was explanted sometime between 2008 and 2010 because they thought the patient had a granuloma, but he didn¿t. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).